Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced loss of dexcom g7 continuous glucose monitor (cgm) glucose readings on the ilet due to a pairing failure, leading to intermittent communication failure between the cgm and the ilet; the agent guided the user to toggle bluetooth, restart, and re-pair, then advised waiting for readings. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and ilet, consistent with intermittent communication failure traced to the electrical and magnetic subsystem, including the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.